Manufacturer narrative:
Evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via field representative regarding a patient who undergone spinal therapy with an indication of lumbar spinal canal stenosis. It was reported that during olif+pps procedure the instrument was shipped from (B)(4) for the operation of (B)(6) . The instrument was used for continuous diversion on (B)(6). The sales rep attended the operation remotely on (B)(6) and did not attend the operation on (B)(6) . They tried to attach the screw to the tab extender in the operation on (B)(6) but failed. When checked the tab extender, the screw tab for the previous operation was still attached to the tab extender. Since 8units (4 screws) could be used without any problem, operation was completed. The person in charge and the distributer did not notice that the tab remained, so they diverted the product in the operation as it was. The orthopedic nurse leader confirmed with the nurse in charge that the tab had not been removed. There was no delay in overall procedure time. No patient symptoms or complications as a result of this event. Levels implanted l4/5. Product used correctly according to the directions given in the IFU/labeling. There was no device breakage. It was reported that five sv47 tab extenters were returned. Deformation was found at screw tab connection and cap connection faces. Screw tab was not returned.